Event description:
During implant, decreased sensing and elevated threshold were observed on the right ventricular (rv) lead. The physician elected to use a different lead. The patient's condition was stable.

Manufacturer narrative:
The complete lead was received for investigation. Visual inspection revealed no anomalies. The helix was retracted and clogged with blood and tissue. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. The reported events of inadequate capture and sensing issue were unable to be confirmed.